Event description:
It was reported by the customer that the oxygen saturation was too low, even when adjusted. No patient involvement was reported.

Manufacturer narrative:
Attempts were made to obtain the return of the device. No patient involvement was reported. A review of the device history record (DHR) was performed on (B)(6) 2015 and found no nonconformance that could cause or contribute to the reported issue. Should the product be returned or new information is made available, a follow-up report will be provided.